Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure, the patient experienced significant blood loss and received 3 units of packed red blood cells (prbc) and approximately 700cc of cell saver blood. At the conclusion of the procedure, the transapical access site was closed without complication and the patient was transferred to the intensive care unit in stable condition. The apex was noted to be moderately fatty and very friable. The lv wall was not dilated or thin, and the patient did not have a history of chronic steroid use. The patient did not experience hypertension during the tavr procedure.

Manufacturer narrative:
Reference manufacturing report number 2015691-2013-21943. The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the cause of the catheter site bleeding during the procedure cannot be confirmed. However, a combination of patient (moderately fatty and very friable apex) and procedural factors may have contributed to the event. In addition, the patient¿s advanced age ((B)(6)) and female gender may have increased the risk for apical access site bleeding. There was no report of difficulty advancing or withdrawing the ascendra3 sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.